Event description:
Customer reports a patient received results of 409 mg/dl and 118 mg/dl within 10 minutes on the inform system. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.